Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation.  Quality engineering evaluated the device and it was determined that the impactor device did not impact and made a whining noise. It was noted that the device passed visual inspection; there were no leaks and no significantly pinched wires, and the rear and front cans were removed from the unit. It was also observed that the forward can was stuck in the extended position with the motor unable to pull it back due to resistance, the forward can was pushed back to seating on the midplate, and the motor rotated within the piston driver. It was determined that the whining sound was heard due to the motor trying to rotate yet unable to. Therefore, the reported condition was confirmed. The assignable root cause was traced to component failure due to normal wear.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Initial reporter address: not available. UDI: (B)(4).

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the impactor device would not operate and made a whinny noise when the trigger was pulled. There were no delays in the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.